Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, after effectively firing five clips while being used for the ligation of the cystic artery or a branch of the cystic artery, the jaws were placed around the artery, then the handle was squeezed fully but the jaws of the instrument would not open or release the clip. The surgeon had to pull a closed clip and jaw off the artery. The artery was not torn but oozed a little bit. Another clip was used ligate the artery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.